Event description:
Rep opened a box of simplex p with tobramycin antibiotic bone cement and handed me the package to give to the sterile field, but the package was not in its sterile packaging. The outer wrap that contains the sterile packaging and the sterile packaging were both missing from the package of cement. The cement came that way, rep did not open it. Therefore the cement was not usable and a second box had to be opened.